Manufacturer narrative:
The manufacturer made three attempts to contact the author of the paper but did not receive any additional information. As such, the serial numbers remain unknown and no device analysis was possible. No further investigation can be performed at this time. As no investigation could be performed, the root cause of the event cannot be determined.

Manufacturer narrative:
Device disposition not presently known.

Event description:
The following event was reported via the paper titled "outcomes of solo smart valve in a single center experience of 270 patients" by liu h, et al.: svd was reported in 4 patients with severe aortic stenosis. Average follow-up time for svd was 3.38±1.31 years. One patient with svd underwent avr with mechanical valve at 37 months post-operatively. It was reported that the other three patients, with mean gradients of 43.1±11.1, were still alive at the time of follow up. All svd presented as calcification in this cohort. No other information was provided.